Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they had changed the battery and pump did not work. The battery compartment was damaged. The contacts on battery cap were not damaged. The insulin pump had scratch on the display. The customer reported that they were able to read the display. It was reported that the insulin pump was not functioning as designed. The customer reported that the insulin pump  was not functioning as designed and it won¿t turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.